Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a battery error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted the battery failed error code in the event log. The rse noted the battery was a philips battery. The customer also reported that the philips battery was manufactured date in 2023. The rse provided the customer with the manufacturer recommended repair, the details are written as follows: verify that the power management (pm) board was equipped with firmware version 1.30; replace the internal battery; replace the pm board. The customer has requested to have the pm board replaced. The investigation is ongoing.

Manufacturer narrative:
H10: the service engineer (se) was dispatched to the site to evaluate the device. The customer reported that the battery voltage error was in the event logs, and that the technical support had informed the customer, that a power management board replacement would resolve the issue. The se noted that the device passed the pre-op check, and the power management board was replaced. The device passed all the required testing. In addition, the se noted that the customer was using a non-philips battery; the se informed the customer that if the customer continues to use a third party battery after the repair, they could potentially run into more issues. The se noted that the device was corrected and returned to service with no restrictions.